Event description:
(B)(6) 2026: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that they had a car accident on (B)(6) and ever since then they have been having pain and "I cant stand up or bend over like I used to". They said they want to get a new stimulator put in and "I took a pill today because its not working like it used to". It was difficult to communicate with the patient and get clear answers, but they said they have an appointment coming up with hcp and rep on april 7th at 11am and want a rep to reprogram it. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2026: additional information was received from the hcp. The device was reprogrammed by a manufacturer representative (rep). The battery does not fully charge. The issue was not resolved, and the patient was referred to neurosurgery for ipg swap.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.